Event description:
Pt developed sudden onset of severe lower extremity pain, associated with a cold pulseless lower extremity, after cardiac cath. A plastic prosthetic foreign body was found during surgery, obstructing the deep femoral artery.